Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, has been placed under evaluation for a valve-in-valve after an implant duration of eight years due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.